Event description:
Caller states patient tested 5.9 inr on the coaguchek xs system. Caller states she had to excessively squeeze the patient's finger to get blood on the test strip. Caller tested patient again and received result of 4.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.